Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 40 centimeters of air was observed in the tubing of a clearlink duo-vent continu-flo set, near the patient¿s intravenous access site. This was noticed after an infusion of ivpb medication using an electromechanical pump, while the setup was being disconnected. An unknown secondary set had been primed and connected to the clearlink set¿s port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.